Manufacturer narrative:
Additional information was received indicating that 7 years and 3 months post implant of this bioprosthetic valved conduit in the pulmonary position, it was replaced due to stenosis. The patient was symptomatic with fatigue, dyspnea, and occasional chest pain. No further adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Additional information has been requested. If additional information is received, a supplemental report will be sent.

Event description:
Medtronic received information that seven years and three months post implant of this bioprosthetic valved conduit in the pulmonary position in a pediatric patient, this product was replaced. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.